Event description:
Facility has reported the following: prior to beginning case, the flexible ureteroscope (viper) was leaked tested, function tested and visually checked and found to be fine. During case doctor found a piece of laser fiber and then noticed a hole near the distal tip of the viper. The laser during the case, manufactured by tri medical technology, started making a clicking noise and not firing properly. The bending and flexing of the uteroscope also stopped working. Doctor opened new scope and continued with surgery. No injury or clinical intervention required on pt.

Manufacturer narrative:
Device was returned to richard wolf medical instruments corporation (rwmic) facility on (B)(4) 2012 for investigation. Per facility, viper checked out fine indicating there was no hole before case was started. Upon visual inspection, the working channel was found to be damaged at the articulating section of the viper. The damage to the viper most likely came from the firing of the laser. This most likely occurred one of two ways. The laser may have been fired prior to the laser fiber tip reaching the end of the scope or if the laser fiber was broken and/or frayed when the laser was fired, a hole would burn through the scope from the inside. Since a piece of fiber was found during case, we believe the later to be the most likely scenario. Laser fibers will break when the scope tip is over-articulated. The laser fiber was not returned to rwmic for investigation. The shaft was replaced and device was returned to customer on (B)(4) 2012. Labeling was reviewed and found to be adequate; ie intended use, cautions of fracturing laser fiber during articulation, and caution to activate laser once laser passes through end of scope. Trend analysis was performed and found two "hole in distal tip" complaints. They were caused by not having a gas cap on during the sterilization process, a handling issue and not mfg issue. Rwmic considers this matter closed. However, we will send f/u info if rec'd by the facility.